Event description:
It was reported that the patient had a loss of therapeutic effect. On (B)(6) 2012, the patient's legs were doing very well, but on (B)(6) 2012, the patient's legs were very heavy and stiff. The patient's symptoms were reported to have occurred three days earlier. The patient's tremor was also returning. On (B)(6) 2012, it was reported that the patient's tremor had returned at 10:00 am that day. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was doing well with stimulation. The reporter stated that the patient had been dizzy since implant and had intermittent double vision. The reporter stated that the patient did not have these issues prior to implant. The reporter stated that the patient was scheduled to have a brain scan on (B)(6) 2013 to verify that ¿everything was where it should be.¿ the patient stated that the tremor was controlled. Additional information received reported that the patient had a loss of peripheral vision and dizziness. The health care provider (hcp) reportedly told the patient that the loss of peripheral vision was common with parkinson¿s disease. The reporter planned to ask a hcp whether the dizziness was due to disease progression or if it was deep brain stimulation (dbs) related. The reporter stated that ¿about a month ago,¿ the patient had touched the lead while washing his hair and it caused him to have double vision.

Event description:
Additional information reported indicated that the patient had double vision and dizziness since implant. The patient had CT scan and even new glasses because hcp (health care professional) thought he had vision issues.

Event description:
Additional information received reported that the patient was still having issues with leg weakness and dizziness. The patient's device had been reprogrammed once a week since he received the implant. The patient was having issues with vision but the therapy seemed to have been helping with it. It was also stated that the patient's legs were "freezing" before the therapy but the therapy had also helped with that. Approximately one week later additional information received reported that the cause of the event was a biological need to increase stimulation. A device reprogramming was done and the increased stimulation produced good results. Approximately another week later it was reported that the dizziness would occur when he got up but not when he sat down. It was reiterated that the patient was going to the doctor once a week for a reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that the cause of the event was still unknown. There were no problems with the device. Symptoms persisted when the device was turned off. MRI/x-ray/CT scan (unclear which) revealed no abnormalities, the device was in the correct position. Multiple attempts to reprogram did not change dizziness and diplopia, so it was stated that it was unrelated. The patient had excellent tremor control. The patient did not require hospitalization as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v835130, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v833493, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported, the date of implant procedure was (B)(6) 2012.